Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm and numbers were scrolling on the display. The customer stated that she removed the battery, then got a battery alarm. The customer stated that she inserted a new battery and got another button error alarm. The customer stopped using the insulin pump and had a high blood glucose level which she treated with a manual injection. Customer stated that her blood glucose level came down to about 400 mg/dl and she went to sleep. The customer reported that she woke up with a blood glucose level of 198 mg/dl and when she tried to treat with the insulin pump, she received a button error alarm. The customer did not recall any significant events leading up to the button error alarm. Blood glucose level at the time of the call was 165 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.